Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with scratched screen. Customer's complaint of error double beep no cassette was not verified. The event log shows no related errors. Service replaced the downstream occlusion sensor will be replaced as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had double beep with cassette and screen damage. No reported adverse effects.

Manufacturer narrative:
Reporter confirmed no patient adverse effects.